Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 580 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent injury. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Reportedly, the customer used the cartridge past labeling. Tandem technical support educated the customer on cartridge labeling. Recommendation was made to discuss diabetes management with a health care professional.